Event description:
It was reported that during a da vinci-assisted gastrectomy-distal surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported issues getting endoscopes to recognize on the system. Prior to contacting the isi tse, the customer attempted to use two endoscopes, but the issue persisted. The isi tse had the customer hard cycle the vision side cart (vsc) and attempt to use the third endoscope, but issues persisted. The surgeon opted to convert to laparoscopic and did not want to continue further troubleshooting. The isi tse confirmed error 48406 in the error log. The procedure was completed laparoscopically. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The conversion resulted in increased port size incision or adding additional ports. The patient did tolerate the change. No injury to the patient due to the conversion.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went onsite, confirmed the issue and replaced the endoscopic controller (ec). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have errors. The unit was tested on the printed circuit assembly (pca) system and immediately got error 48406 and the screen prompting to clean the endoscope connection. After cleaning the inspecting the dual camera interface board (dcib) no damage or dust was found. After reviewing the system log it was discovered that error 48406 had happened multiple times and was replicated here. Also, the ec sensor error log showed the laser being above 5%. The complaint was confirmed based on the field evaluation/failure analysis.